Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's pump was flipping. There were no external factors that led/contributed to the event and no diagnostics/troubleshooting were performed. Actions/interventions taken included scheduling surgical intervention for (B)(6) 2022 to tack down the pump. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.